Event description:
It was reported that syringe 50cc ll tip convenience pak had foreign matter in the syringe. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no. 309680 batch no. 0024871 it was reported that black contamination was found on 2 syringes. Event description per email states: there are black contaminations in 2 of the 50ml syringes that come in bulk of 20 that were found by our technicians. These events was discovered before any patient interaction. Both syringes were from different bulks of (B)(4) and found by different technicians. The two boxes contain the same lot number and expiration date but were the only syringes in the bulk of (B)(4) that had this issue (the other 19 were unproblematic in both the bulks).

Manufacturer narrative:
The following fields have been updated with corrections: e.4. The initial reporter also notified the FDA on 27 april, 2020. Medwatch report # mw5094234. G.3. Report source other: medwatch report.

Manufacturer narrative:
The following fields have been updated with corrections: g.4. Date received by manufacturer: 2020-09-10.

Event description:
It was reported that syringe 50cc ll tip convenience pak had foreign matter in the syringe. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no. 309680 batch no. 0024871. It was reported that black contamination was found on 2 syringes. Event description per email states: there are black contaminations in 2 of the 50ml syringes that come in bulk of 20 that were found by our technicians. These events was discovered before any patient interaction. Both syringes were from different bulks of 20 and found by different technicians. The two boxes contain the same lot number and expiration date but were the only syringes in the bulk of 20 that had this issue (the other 19 were unproblematic in both the bulks).

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided final lot number 0024871 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As neither physical samples nor picture samples were available for return, our quality team was unable to complete a thorough sample investigation and the reported issue could not be identified. Based on the limited investigations results, an exact cause could not be determined for this incident.

Event description:
It was reported that syringe 50cc ll tip convenience pak had foreign matter in the syringe. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no. 309680 batch no. 0024871 it was reported that black contamination was found on 2 syringes. Event description per email states: there are black contaminations in 2 of the 50ml syringes that come in bulk of 20 that were found by our technicians. These events was discovered before any patient interaction. Both syringes were from different bulks of 20 and found by different technicians. The two boxes contain the same lot number and expiration date but were the only syringes in the bulk of 20 that had this issue (the other 19 were unproblematic in both the bulks).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50cc ll tip convenience pak had foreign matter in the syringe. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no. 309680 batch no. 0024871. It was reported that black contamination was found on 2 syringes. Event description per email states: there are black contaminations in 2 of the 50ml syringes that come in bulk of 20 that were found by our technicians. These events was discovered before any patient interaction. Both syringes were from different bulks of 20 and found by different technicians. The two boxes contain the same lot number and expiration date but were the only syringes in the bulk of 20 that had this issue (the other 19 were unproblematic in both the bulks).